Manufacturer narrative:
As the date of aneurysm enlargement identification is reportedly unknown, the date of reintervention will be used as the date of event. The only implant date provided was (B)(6) 2016, therefore we are using an estimate of (B)(6) 2016 for the implant date. The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, aneurysm enlargement and endoleak. Intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms and/or endoleak. An increase in aneurysm size and/or persistent endoleak may lead to aneurysm rupture.

Event description:
The following was reported to gore: in (B)(6) 2016, exact date unknown, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. On an unknown date postprocedure, aneurysm enlargement of an unknown amount was confirmed. It was reported the enlargement was due to type ii endoleak. The origin of the type ii endoleak is unknown. On (B)(6) 2020, this patient underwent open surgery to replace the gore® excluder® aaa endoprosthesis. The patient tolerated the procedure, and no other issues were reported.

Manufacturer narrative:
As it is unknown which device may have contributed to this event, all system components are being included on this report. Additional system components involved in this adverse event include: item #plc161200j, lot #15407963, UDI # (B)(4).